Event description:
It was reported by the system longevity study that the patient experienced diaphragmatic stimulation. The left ventricular (lv) output was lowered and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.